Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Correction - device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, when the plunger was pulled back, no sutures were attached. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide devices are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.